Event description:
The surgeon was using a stardrive screwdriver shaft (p/n: (B)(4)) to insert a 1.5 mm screw into a plate on a metatarsal procedure, and the tip bent and twisted. Surgeon selected another driver to complete the case. No effect on the pt.

Manufacturer narrative:
The shaft was returned with the stardrive form tip twisted. There are three dents in the red epoxy ink on the screwdriver shaft, as well as a dark axial ring around the shaft. The material type and hardness values cannot be obtained because the device is too small to obtain accurate measurements with the equipment available. The stardrive form is too damaged to obtain accurate measurements. The two measurements obtained are within specification. This complaint is indeterminate from a manufacturing standpoint because portion of the product makes physical dimensional verification impossible.